Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient plugged in the transmitter, it sparked and smoke came out of it. It is unknown if there was a power surge from the outlet in the patient's home. The transmitter was discarded by the patient and a replacement transmitter was ordered. There were no adverse consequences to the patient.